Event description:
It was reported that the external pulse generator (epg) displayed an error. A power cycle failed to resolve the issue. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error. It was noted that the main printed circuit board (pcb), liquid crystal display (lcd), keypad flex, encoder stems, four knobs, upper case, display gasket, four display grommets, display frame, insulator label, four display frame screws, four encoder nuts, six main pcb screws and one case screw were contaminated. The output connector assembly, hanger assembly and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.